Manufacturer narrative:
Per the tandem user guide - do not use dexcom g6 cgm in pregnant women or persons on dialysis. The system is not approved for use in pregnant women or persons on dialysis and has not been evaluated in these populations. Sensor glucose readings may be inaccurate in these populations and could result in you missing severe hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.